Manufacturer narrative:
MDR: 2320643-2019-00001 is associated with argus case (B)(4), breathe right nasal strips.

Event description:
The doctor said he may have skin cancer (skin cancer). He did that and he wound up with a sore on his nose (nasal soreness). It has torn the skin off his nose (application site skin tear). He wound up with a sore on his nose (application site injury). Case description: this case was reported by a consumer and described the occurrence of skin cancer in a (B)(6) year-old male patient who received breathe right nasal strips nasal strip (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started breathe right nasal strips. On an unknown date, an unknown time after starting breathe right nasal strips, the patient experienced skin cancer (serious criteria gsk medically significant), nasal soreness, application site skin tear and application site injury. The action taken with breathe right nasal strips was unknown. On an unknown date, the outcome of the skin cancer, nasal soreness, application site skin tear and application site injury were unknown. The reporter considered the skin cancer to be possibly related to breathe right nasal strips. The reporter considered the nasal soreness, application site skin tear and application site injury to be related to breathe right nasal strips. Additional information adverse event information was received on 25 february 2019, via phone call. Consumer reported that, "my brother told me not just to rip off the strips he did that and he wound up with a sore on his nose. He is having difficulty removing the sore, and he visited a doctor. It has torn the skin off his nose. The doctor said he may have skin cancer. This case was linked with (B)(4)."